Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer is experiencing elevated blood glucose (bg) levels that range from (348-443 mg/dl) the customer took manual injection to stabilize bg level. The customer stated to believe the pump is not working. During troubleshooting with tandem technical support a system check was performed multiple times indicating the pump was functioning as intended. However, the customer still believes the pump is not working and would revert to manual injections as alternate insulin therapy.